Event description:
It was reported that there was difficulty in deploying the stent and it did not deploy properly from near the proximal part of the working length of the stent to the proximal flare marker; the stent was kinked. The physician used a balloon and attempted to pass a wire through the center of the stent lumen. Despite five hours attempting to fully deploy the stent, the stent was not fully open. Cbct was performed, and there were no findings of thrombus or occlusion; therefore, the procedure was completed. The vessel was irregular shape and had a maximum diameter of 7mm. The lesion was in c3 of the right or left ic. An MRI was performed one day post placement of the stent and it revealed no clinical signs, symptoms, or conditions.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is implanted and was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Manufacturer narrative:
Corrections: b.1. Type of reportable event: add malfunction. H.6. Type of investigation: add 4112. Component code: remove 4755; add 515. Image review: three radiographic images were provided: two coned-down lateral native stills at the skull base (right or left side not labeled) and a very blurred 4 image composite of a cone beam CT in the region of the fred. The two coned-down lateral native stills at the skull base show the fred spanning from the proximal supraclinoid ica to the posterior genu of the cavernous siphon. In its proximal third (but distal to the beginning of the inner layer), it is partially open, as evidenced by distortion of the radiopaque helical winds. The pusher wire radiopaque tip is seen just distal to the incompletely opened segment, as well as a radiopaque microcatheter marker just distal to the incompletely opened segment. The coned beam CT images show the "crimped", partially opened proximal third segment of the fred. The reason for the incomplete opening is not seen on the images. The reason for the inability to cross the stenosed fred was likely because of the incompletely opened segment's interaction with the fred and the microcatheter. Without the return and physical evaluation of the device, the investigation cannot determine if a condition existed that would have caused or contributed to the reported event.